Event description:
The initial reporter received questionable elecsys troponin t gen. 5 assay ver. 2 result from one patient sample tested on the cobas e 801 module. The initial result was reported outside of the laboratory. The initial result from the module was 54 ng/l. The result of a new sample (collected after one hour) from the other module was 9 ng/l. The reporter reran the initial patient sample because of the low result obtained from the new sample. The reporter reran the initial sample on another module and the first repeat result of the initial sample was 8 ng/l. The second repeat result of the initial sample for confirmation from the other module was 9 ng/l. The reporter disabled the reagent pack used for the initial result. The third repeat result of the initial sample using a different reagent pack was 11 ng/l. The first and second repeat results were deemed correct as they matched the result of the new sample. The reagent lot number is 64241201. The expiration date is 30-nov-2023.

Manufacturer narrative:
The field service engineer (fse) performed an instrument check and noted that two calibration signals for the measuring cell were too low. He then performed full preventive maintenance and replaced the measuring cells. He verified the instrument's performance through blank cell calibration and instrument checks with successful results. The customer performed calibrations and qcs with successful results. A precision check was performed with successful results. The investigation is ongoing.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.